Event description:
Reportedly, a part of the suction tube broke away. The broken off part has been completely removed out off the cavity. Procedure: unk.

Manufacturer narrative:
05/04/2007: initial report sent to FDA.